Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the values are automatically changed due to posture change settings, so it is presumed that they were seen at different times for standing and lying positions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that when the settings were checked yesterday, the upper was set to 1.8 and the lower to 1.6, but by noon, the upper had become 1.6 and the lower 1.4. Contributing factors were unknown. Troubleshooting was performed. When the therapy app was launched, therapy was found to be turned on. The settings were upper 1.8 and lower 1.6. It was explained that adjustment of stimulation levels could be performed at their own discretion and set to the level that felt most comfortable. Issue was not resolved.